Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.